Event description:
It was reported to technical services on 9/15/11 that this ra lead is not capturing. Caller also notes atrial threshold seems to have risen over several recent followups. Atrial pacing 21 % of time with dynamic av delay of 130-280. Eventually caller did do threshold with aai mode and was confident with a threshold of 0.4v. So why is behavior described above happening with odd mode? Technical services suggested she try a shorter a vd during test - appears to be 300ms on strip. Shorter av delay did result in appropriate capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).